Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied cautery to complete the procedure. The hosp has reported no pt injury occurred.